Event description:
It was reported that the ilet user accidentally pulled the infusion site off the applicator during a full supply change, resulting in an infusion set deployment issue, after which the user was guided to place a new teflon inset (23", 6 mm) and continue using the original tubing, resuming insulin delivery without further issues and without alerts or alarms. There were no reported symptoms or changes in blood glucose. Outcomes included no adverse clinical impact and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed user error associated with incorrect infusion set deployment, with the device and infusion set components functioning as designed once correctly applied. It was concluded, based on previously established findings for similar reports, that the cause was user error.